Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness and vertigo since implant surgery. The recipient was hospitalized due to a severe vertigo incident. The recipient was prescribed medication (type unknown), which has helped improved the issue, however, the recipient is reportedly continues to experience balance issues. The recipient has reportedly tried physical therapy, however, the balance issue did not resolve.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.